Manufacturer narrative:
Initial reporter is a mitek sales consultant. Investigation summary: the complaint device was received and inspected. Visual observation revealed that the lower jaw bent slightly, consistent with the device hitting bone during a procedure or being mishandled/ dropped. Hence, this complaint can be confirmed. The jaw to shaft pin was broken and was protruding out of its space, hence causing the misalignment of the jaws. One possible root cause for the failure could be clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess side load on the jaw pin resulting in the jaw pin shearing off from its space but it was reported that the surgeon was not trying to clamp excessive tissue therefore we cannot determine the root cause for this failure. Furthermore, a manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via cst that during an unspecified surgical procedure of the shoulder, it was observed that the expressew ii flexible suture passer was bent and would not hold the needle. The expressew iii without hook jaws were not lining up. The case was completed successfully without delay as a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.